Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, when opening the package that the plastic package and the paper package inside were stuck together. The nurse used force to pull the paper package out of the plastic package, then the paper package tore thus the sterility was questioned. A backup product was used.

Manufacturer narrative:
Evaluation summary: the guide wire was not returned for evaluation; according to information received the subject item was discarded by the customer. Thus, a physical examination could not be carried out the reported event could not be confirmed. Review of the manufacturing documents for the subject device revealed no discrepancies. With the information given the root cause of the reported event could not be determined. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During surgery, when opening the package that the plastic package and the paper package inside were stuck together. The nurse used force to pull the paper package out of the plastic package, then the paper package tore thus the sterility was questioned. A backup product was used.